Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during system implant, the physician reported lead insertion difficulty into the header of this device. The leads were all successfully fully inserted and system performance confirmed to be satisfactory; however, the physician reported that perhaps the plastic coating was too thick. The device remains implanted and in service with no additional complications reported.